Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, episodes of post-paced t-wave oversensing were observed. Abbott technical support was contacted and device reprogramming is anticipated. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received that the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.